Event description:
International affiliate reports that inspection of returned loan kit found the tips of two uniplate cam tightener shafts had broken off from the instruments. The locations of the broken tips are unknown. This medwatch report is being filed for the two uniplate cam tightener shafts, both of which are catalog# 289706000, lot g0308.

Manufacturer narrative:
A follow up report will be filed upon receipt of the cam tightener shafts and completion of the evaluations.

Manufacturer narrative:
A visual inspection noted that the cam tightener tips were snapped off. A review of the supplier DHR found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made. However, the observed damage suggests that the device tips most likely snapped off due to wear and tear. The devices have been in the field for approximately 5 years. In the absence of a product issue or observed trend, this complaint will be closed with no further action required